Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Reportedly, customer inadvertently entered 15 units of insulin to be delivered, instead of 15 grams of carbohydrates. Bg was addressed via removal of the pump. The customer acknowledged the pump was functioning as intended, and successfully resumed insulin delivery.